Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "no complaint against the device." Healthcare professional later reported "intracapsular rupture" confirmed via pet scan and MRI. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and more than three openings were assessed as surgical damage. As per the investigation procedure wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Company representative reported on behalf of patient no complaint against the device. Healthcare professional later reported "intracapsular rupture" confirmed via pet scan and MRI. This record is for right side. Device has been explanted.